Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that a device reset had occurred. The device was resetting due to parity errors. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory via review of the device image. The cause of the reset was a parity error. The device was tested on the bench and using automated test equipment and no anomaly relating to the reset was observed. The root cause of the parity error remains undetermined.